Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07725 and 2134265-2015-07724. (B)(4). It was reported that the patient died. The index procedure was performed on (B)(6) 2012. The 90%stenosed target lesion, 3.5x10mm, de novo, eccentric, type b2 coronary lesion with a =< 45 degree bend and timi 3 flow, and was located in the severely calcified and moderately tortuous mid right coronary (rca) artery. The physician treated the lesion with pre-dilatation and placement of a 3.5x16mm promus element ¿ stent at 12 atmospheres. Following post dilatation, residual stenosis was 0% with timi 3 flow. Target lesion # 2 was a 90%stenosed target lesion, 3.0x15mm, de novo, eccentric, type b2 coronary lesion with a =< 45 degree bend and timi 3 flow, and was located in the severely calcified and moderately tortuous mid of distal rca artery. Target lesion #2 was treated with pre-dilatation and placement of a 3.0x28mm promus element ¿ stent at 12 atmospheres. Following post dilatation, residual stenosis was 0% with timi 3 flow. Target lesion # 3 was a 90%stenosed target lesion, 3.0x15mm, de novo, eccentric, type b2 coronary lesion with a =< 45 degree bend and timi 3 flow, and was located in the severely calcified and moderately tortuous distal rca artery. Target lesion #3 was treated with pre-dilatation and placement of a 3.0x28mm promus element ¿ stent at 12 atmospheres. Following post dilatation, residual stenosis was 0% with timi 3 flow. One post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient developed congestive heart failure. Medication was given and angiography was performed and revealed isr in the previously implanted stent in the mid rca. In (B)(6) 2015, the patient died due to congestive heart failure.